Event description:
A customer reported experiencing a cartridge alarm 20 while using their insulin pump during the pumping process. Their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer continued to use pump for insulin therapy.